Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels were elevated at 397mg/dl. Elevated bgs were treated by administering a correction bolus. The customer was concerned that the pump had been exposed to x-ray machine, and elevated bgs might be due to x-ray exposure. Tandem technical support advised the customer that elevated bgs may not be due to x-ray exposure, since there were no errors, alarms, or alerts. Recommendation was made that the customer monitor the pump and report any complications.